Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between 1/22/2020 and 2/11/2020. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens (model zxr00 25.0 diopter) was explanted from the patient's right (od) eye due to double vision and anisometropia issues. There was a slight incision enlargement required. A replacement lens (model zxt150 23.0 diopter) was used. Reportedly, the patient is doing ok; however, the account has not seen the patient since the lens was explanted. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 3/31/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: the complaint lens was received stuck on the outside of the replacement lens case. Additionally, a complaint intake form was received. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.